Manufacturer narrative:
The imris field service engineer isolated the cause to an actuator component within the table's rotational locking mechanism. The field engineer rotated the table and re-engaged the locking mechanism, which successfully locked the table position. End user was informed of the finding and the actuator component is in process of being replaced. An internal corrective action has been initiated by the manufacturer to further address this issue.

Event description:
During the one(1) year preventative maintenance (pm), the manufacturer's field service engineer reported the rotational lock on the ort200 operating room table was struggling to obtain the lock status. There was no patient involvement.